Event description:
The customer reported that a glidescope gvl 4 video laryngoscope had broken off at the leading end. No pts were involved. The device was used only in a simulation center on a mannequin.

Manufacturer narrative:
Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. The device was approximately 6.5 years old at the time of the event. The customer did not return the device for eval, and has to date declined requests to replace it.